Event description:
It was reported that the pump exhibited a cassette sensor error. The event occurred during testing. There was no patient involvement, no patient injury was reported.

Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Manufacturer narrative:
H3: one pump was returned for analysis in used condition. Visual inspection showed the pump was in good condition. Service history identified the complaint was not related to a previous service of the device within the review period. Review of the event history log showed high alarm displayed: cassette locked but not latched. Functional testing revealed verified the customer's reported problem. The latch lock sensor was replaced to resolve this issue.